Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. Placeholder.

Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: the lid on the battery handpiece is opening automatically intra-operative. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed, no conclusion could be drawn as no device was returned. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Product development evaluation concluded: the lid was opened in the locked mode. This is the reason for broken interlock inside the handpiece; mishandling of the handpiece and lid. Not according to IFU. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.